Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior, broken on anterior, missing orientation dot (75-100%) and wear abrasion. A visual and microscopic analysis was performed which identified: striated broken, crease sharp opening, crease fold and missing on anterior (0-25%). Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A pattern of crease sharp on posterior side of opening shell assessed as fold flaw opening. Missing shell assessed as inconclusive missing orientation dot assessed as inconclusive further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left textured to smooth due to product concern and rupture. The device has been explanted and replaced.